Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump is beeping. Customer stated that during the self test the insulin pump beep during the tone test but did not vibrate. Advised the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will not be returned for analysis.